Event description:
It was reported that the atrial impedance on this pacemaker was gradually increasing and had one measurement that was greater than 2000 ohms. This triggered a lead safety switch (lss) and a change to unipolar configuration. It was noted that this device was reprogrammed back to bipolar configuration. Technical services (ts) discussed device programming. No adverse patient effects were reported. Currently, this pacemaker remains in service.